Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast reconstruction revision with a mentor smooth round moderate plus profile 550cc saline prosthesis (left) and an unknown mentor saline prosthesis (right) experienced left sided deflation post procedure. The deflation was diagnosed by a physical examination. Additionally, mild (baker's grade unspecified) right sided capsular contracture was a preoperative diagnosis for the explant surgery. Bilateral explantation with reconstruction of the breast with mastopexy was the performed as a result of these issues. The left sided deflation was reported initially under 1645337-2019-14817 on 07/01/2019. On 08/29/2019 mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prosthesis.